Event description:
Event described below as reported to MFR by distributor's medwatch form: "a distributor field representative was only recently informed that this lead had been capped in 1994 due to noise."